Event description:
I received sientra smooth gel moderate profile implants in both breasts, under the muscle. Within months, I began experiencing a deep itching sensation in my right breast. This was later followed by fatigue and weight gain. As years passed other symptoms added. By 2017 I was suffering from fatigue, major weight gain, migraines, pain breasts, brain fog, memory loss, joint and muscle pain, thinning hair, inflammation, high white blood count, extremely dry skin, food intolerances, bowel problems, chronic asthma type cough.